Manufacturer narrative:
Details of complaint: the customer reported that their third-party alert/alarm system, "sickbay (mic)," did not receive alarm data, even though this central nurse station (cns) did alarm. The patient, who had passed away, was being monitored at the cns and was connected to a gz transmitter. Although preliminary log reviews indicate normal operation of the gz transmitter and cns, the incident involves a death associated with alarm notification behavior. Investigation summary: sickbay (mic) uses the transmission path gz device to enterprise gateway (eg) to mic, and nihon kohden (nk) waveforms are received through the waveform plugin. The reported times were checked to confirm if the transmitted waveforms were received by the cns, which uses the same eg transmission path. On the cns side, it was confirmed that alarms were received correctly, including the bed where the patient death occurred. There were no communication issues nor abnormal behavior at the times that mic did not receive any alarm data. Since the transmission path of gz device to eg to cns was functioning correctly, it was concluded that the issue was caused by a problem on the sickbay (mic) side. A significant trend has not been observed that would warrant any further corrective action. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 11/05/2024 (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that their third-party alert/alarm system, "sickbay (mic)," did not receive alarm data, even though this central nurse station (cns) did alarm. The patient, who had passed away, was being monitored at the cns and was connected to a gz transmitter.

Manufacturer narrative:
The customer reported that their third-party alert/alarm system, "sickbay (mic)," did not receive alarm data, even though this central nurse station (cns) did alarm. The patient, who had passed away, was being monitored at the cns and was connected to a gz transmitter. Although preliminary log reviews indicate normal operation of the gz transmitter and cns, the incident involves a death associated with alarm notification behavior. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 11/05/2024 (november). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The customer reported that their third-party alert/alarm system, "sickbay (mic)," did not receive alarm data, even though this central nurse station (cns) did alarm. The patient, who had passed away, was being monitored at the cns and was connected to a gz transmitter.